Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulty inserting the device and treatment appear to be related to circumstances of the procedure. A conclusive cause of the difficulty advancing the knot could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after a bilateral iliac stenting procedure. Reportedly, there was some trouble inserting the proglide at the access site due to scarring from three previous arteriotomies. During knot pushing, it was difficult to get the knot snug. It seemed as if it did not reach the arterial wall; the artery was still bleeding when the proglide knot pusher was let up. After pushing down again with the knot pusher, bleeding stopped. The knot was pushed deeper and jumped, but bleeding continued until the proglide knot pusher was pushed down again. The suture was cut and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.